Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unspecified issue, which was reproduced during evaluation as the device was found to power off without user input while on direct current power. The device powering off without user input was verified though a review of the event history log which found three "battery alert" messages on the final days of customer use. A visual inspection observed two negative terminal contact pins on the rear case to be depressed which can lead to battery alert alarms. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified issue. There was no patient involvement associated with this event. No additional information is available.